Manufacturer narrative:
The device history record was reviewed and found to meet quality requirements. Several use and misuse scenarios were discussed and the visual examination of the returned device was conducted. The investigation into the root cause of device malfunction suggests that the device user interface was a significant contributing factor. The procedure was completed without complications and the device was able to perform as intended. Device evaluation summary: the slif inserter from this event was received on (B)(6) 2011 and subsequently evaluated by the engineering and quality teams. Visual examination of the returned slif inserter device and the following was observed: the strike plate had impact marks in the shape of half circles on the underside strike plate. The weld between the strike plate and shaft was broken and the threaded portion of shaft that threads into the strike plate had snapped and remained inside the strike plate. The visual examination suggests that the instrument was struck on underside of the strike plate. The mallet marks on the underside of the strike plate suggest improper use of the instrument. The device malfunctioned but did not fail to meet its performance specification and otherwise performed as it was intended to. The device did not contribute to a death or serious injury. If the device malfunctioned in the same manner it would not result in a death or serious injury. The device was able to perform its essential function and the malfunction did not compromise the device's effectiveness. Appropriate corrective action has been initiated.

Event description:
It was reported that the surgeon was performing an l2-l5 anterior-lateral interbody fusion using the slif system. The surgeon was inserting the implant and advancing it with a mallet when the strike plate of the inserter broke off the shaft of the inserter. The procedure was completed without complications to the patient and no additional time was added to the surgery.